Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the distal end.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.